Manufacturer narrative:
Please note that corrections to the event type and outcomes attributed to the adverse event. It was noted that plaque was present proximal to the first stent resulting in deployment of the second stent. Therefore, there appears to be no complaint of inaccurate placement of the first stent. In addition, due to sluggish flow during post dilatation, two passes were made with export catheters. Therefore, the code of hypoperfusion was be added to capture this event. Carotid artery stenting was performed on an 80% occluded lesion in the right internal carotid artery of 30mm in length in an 8.0mm vessel diameter with moderate vessel tortuosity. The arch I lesion was ulcerated and eccentric with no calcification. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and the lesion was pre-dilated with an unspecified balloon catheter. An 8x30mm precise pro rx stent followed by deployment of a 9x30mm precise pro rx due to the presence of plaque proximal to the first stent. They were placed in an overlapping fashion with a residual diameter stenosis of 10%. Due to sluggish flow during post dilatation, two passes were made with export catheters. There was difficulty advancing the capture sheath to the lesion. During filter retrieval the retrieval sheath was being advanced while the filter wire was fixed. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band with difficulty. It required manual external neck compression. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. The filter basket was suctioned prior to being withdrawn into the capture sheath that included 2 passes with an export catheter. The angioguard was removed and debris was found in the basket. There was no documented presence of air bubbles or dissection. During the procedure the filter was distal enough from the lesion to prevent any interaction from the balloons/sds used. There was no interaction between the filter basket proximal markerband and the distal end of other devices used for the procedure. There were no adverse events reported and the patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day. A review of the manufacturing records could not be conducted without a lot number. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. This is an inherent risk of the procedure and does not represent a device malfunction. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported capture difficulty. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of three products involved with the reported events and are associated manufacturer report numbers 1016427-2013-00138, 9616099-2013-00720 and 9616099-2013-00840.

Event description:
As reported by the (B)(4) registry during a carotid artery stenting procedure (cas) a second precise pro rx stent was deployed because the first stent moved during deployment. During post-dilatation, sluggish flow was also reported which was reported. In addition, during retrieval of a 7mm angioguard rx into the capture sheath, the capture sheath did not engage filter and the device was subsequently removed from the patient after using two export catheters to suction the debris in the filter. Cas was performed on an 80% occluded lesion in the right internal carotid artery of 30mm in length in an 8.0mm vessel diameter with moderate vessel tortuosity. The arch I lesion was ulcerated and eccentric with no calcification. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and the lesion was pre-dilated with an unspecified balloon catheter. An ¿8 x 30 mm carotid stent was deployed in the distal lesion. There was a slight portion of ulcerated plaque more proximal to the stent in a long segment, so we went in with a second 9 x 30 stent and covered this in an overlapping fashion. The residual diameter stenosis measured 10%. During post-dilatation with an unknown balloon catheter, there was slow flow that was relived with two passes with the export catheter. After the second stent was deployed, the physician went with the 5.5 x 30 mm balloon and performed post-dilatation up to 14 atmospheres in the distal portion of the stent and 16 atmospheres in the proximal-to-mid portion of the stent for 5 seconds each. Post-dilatation angiogram showed sluggish flow likely due to filter debris. Two passes with the export catheters were made and the filter was then retrieved. There was some mild difficulty retrieving the filter due to the overlapping stents and we used external neck manipulation and we were able to successfully retrieve the filter without complication. The angioguard was removed and debris...

Manufacturer narrative:
And debris was found in the basket. There was no documented presence of air bubbles or dissection. Final angiogram showed brisk flow to the brain with good contralateral collaterals covering the left intracranial circulation. The patient was clinically stable, hemodynamically and neurologically with no focal deficits. There was difficulty advancing the capture sheath to the lesion. During filter retrieval the retrieval sheath was being advanced while the filter wire is fixed. During the procedure the filter was distal enough from the lesion to prevent any interaction from the balloons/sds used. There was no interaction between the filter basket proximal markerband and the distal end of other devices used for the procedure. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band with difficulty. It required external neck compression manually. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. The filter basket was suctioned prior to being withdrawn into the capture sheath that included 2 passes with export catheter. The patient was discharged on the following day without any adverse events. There were no reported adverse events during the 30 day follow-up and the patient exited the study. Concomitant medications: bivalrudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: precise pro rx stent catalog number pc0930rxc, lot number 15839511. Angioguard rx catalog number 601814rmc, lot number 770812488. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported events and are associated manufacturer report numbers 1016427-2013-00138, 9616099-2013-00720 and 9616099-2013-00840.